Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively conducted that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a bengin, self-limiting infection with a few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires promp medical attention for the mother of pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer originally wrote in to report that our small breastshields don't fit her, which prohibited her from pumping and caused clogged ducts and mastitis. Her doctor prescribed a 5 day antibiotic that she has completed taking and no longer the suffer. The mastitis has cleared up.